Event description:
Patient admitted to hosp after their third prosorba treatment with fever, chills and high wbc. Diagnosed with uti and acute renal failure probably secondary to vasculitis. Pt had a history of rach on their lower extemities that began after their first prosorba treatment. Pt was treated with high dose steroids, antibiotics, hydration and low dose dopamine for renal perfusion. Their renal and rash symptoms resolved and pt was discharged.